Manufacturer narrative:
This report is submitted on may 29, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced pain and breakdown of wound at implant site. Subsequently, the patient was administered oral antibiotics (date and duration not reported). The implanted device remains and the patient is being clinically managed by their health care provider.